Manufacturer narrative:
Correction: manufacturer report 2938836-2017-30311, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
During a device replacement procedure for normal eri, the replacement device was in backup vvi prior to contact with the patient. The device was not implanted and was replaced. The procedure was completed successfully and the patient was stable.